Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficult to position the knot. The reported patient effect of hemorrhage is a known inherent risk of the procedure and the failure to achieve hemostasis and treatments appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that calcification was visible in a common femoral artery at the access site. Per the proglide instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that prior to proglide device use, a 6f sheath was placed in the right common femoral artery and a hematoma formed around the sheath. Suture placement was achieved uneventfully with two proglide devices prior to an attempted valvuloplasty procedure. A larger sheath was unable to be advanced in order to perform the valvuloplasty, therefore, the interventional procedure was aborted. Hemostasis was then attempted with the sutures of the two pre-placed proglide devices, while manual arterial compression was applied on the artery above the puncture site. The arteriotomy continued to bleed profusely, despite the tightening of the suture knots as visibility was very poor due to the arterial bleeding. Hemostasis was ultimately achieved using manual arterial compression for more than forty minutes. Once hemostasis was achieved the proglide suture knots were visible in the subcutaneous tissue tract. There were no reported adverse patient sequelae. There was reportedly a clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide devices and in-training in the large hole preclose technique. No additional information was provided.